Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) declared a lead safety switch (lss) due to high out-of-range pacing impedances on the left ventricular (lv) lead, measuring greater than 2000 ohms. The patient's lv lead is a non-boston scientific product. Boston scientific technical services (ts) discussed troubleshooting options. This crt-p remains in service. No adverse patient effects were reported.